Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient who sustained a fracture of the right hand was implanted with plate and eight screws on (B)(6) 2012. Patient reported pain at the implant site, date unknown. Patient was returned to the or on (B)(6) 2013 for removal of all hardware. It is reported the fracture was healed and no additional hardware was implanted. This is 4 of 9 reports for this event.